Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that during the trial they had almost 100% improvement. Patient also mentioned they did some adjustments yesterday with manufacturing representative (rep) to the point where they felt the stimulation but still not getting any results. Patient also stated that since those adjustments sometimes they feel the stimulation sensation. Agent reviewed therapy information and general programming guidance with the patient. Agent also reviewed therapy expectations when doing adjustments. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient also mentioned they have their follow up appointment with hcp on the (B)(6).